Event description:
It was reported by the affiliate that (1) ems was used during a hernia repair. It was reported by the rep that the staples were jammed. Opened another device to complete the case. No adverse pt outcome.